Event description:
The device was used during a endoscopic hernia repair procedure. Reportedly, there was staple hang-up. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.